Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18121.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A material determined necessary for the repair was a power management (pm) printed circuit board assembly (pcba). The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available, and the customer approves service action, the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint on the v60 ventilator, stating that the unit had a check vent alarm : error code 1127 - overvoltage protection circuit failure (ovp) circuit failed. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. A remote service engineer (rse) evaluated the device with the customer.